Event description:
The patient has a history of rectal cancer, status post abdominal perineal resection and pelvic radiation approximately two years ago. She has had occurrence of a perineal hernia, with attempted robotic repair over a year ago with synthetic mesh on the pelvic floor. The hernia began to recur as a bulge in her bottom about 9 months ago, and has progressed to an enlarged, painful area, causing her significant discomfort and difficulty sitting. Planned surgical procedure: closure of perineal wound and hernia defect with possible local tissue rearrangement, possible muscle-skin flap from one or both thighs, possible muscle-skin flap from abdomen, possible skin graft, with closure of donor sites.